Event description:
Additional information was received from a healthcare provider (hcp) reporting that the right implantable neurostimulator (ins) is not recharging or able to communicate with the tablet or patient programmer (pp). The patient was admitted into an assisted living facility in november and suspect they stopped recharging the ins several months after arriving. The patient's caregiver said that sometime in march, they stopped recharging the ins. The left side ins was depleted but not overdischarged. The right side ins is suspected to be overdischarged. They performed antenna locate (al) feature and then walked the hcp through initiating a physician recharge mode (prm). About 5 minutes into the prm, they inquired about how many prm sessions it would take. Information was reviewed. The hcp called back stating they are into the fourth hour of charging, has seen por, and now charging at 8 coupling boxes and flashing in the first quartile. It was reviewed the ins needs to be 25% before use of tablet. Refer to manufacturer report 3004209178-2021-08511 for related device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37612 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: product type implantable neurostim ulator product ID 37651 lot# serial# (B)(4) implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a nurse reported a charging issue w/ an ins. The caller is reporting position antenna screen. Caller mentioned a possible overdischarge. We performed an antenna locate and observed very low numbers - 22 passive recharge numbers even after repositioning antenna. Patient has two ins and insr's and we used the patient's other insr which then was able to get antenna locate numbers in the 80's. Then an attempt was made to charge normally and caller observed a por message. We bypassed the por message and started charging normally. A new recharger was sent. No symptoms were reported.